Event description:
Patient reported right side ¿currently under medical investigations regarding complex medical issues...several abnormal test results including a CT scan with concerns to [their] implants and axillary lymph nodes; enlarged left axillary lymph nodes and referenced product recall" and ¿capsular contracture, baker grade 3...silicone noted in left axilla - unclear if that is from previous implants or not¿. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, enlarged lymph nodes.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.3; g.1; g.2.

Event description:
Patient reported right side ¿currently under medical investigations regarding complex medical issues...several abnormal test results including a CT scan with concerns to [their] implants and axillary lymph nodes; enlarged left axillary lymph nodes and referenced product recall" and ¿capsular contracture, baker grade iii. Device was explanted.